Event description:
The customer initially reported that their device was showing its charge-pak and attention icons inappropriately. After further investigation by physio-control, it was observed that there was a shorting tin whisker on the flex cable assembly which connects the charge-pak assembly to the power switch. A shorting tin whisker in this capacity can lead to depletion of the internal hlc batteries and cause the device not to function. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. A shorting tin whisker was observed between lands 7 and 8 of the flex cable assembly which connects the charge-pak assembly to the power switch. The tin whisker causes the internal hlc batteries to become depleted and caused the reported icons to illuminate. The customer received a replacement device.